Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR.: f/g,promus element,mr,ous 3.00x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the 5th most distal stent strut row and to the 2 most proximal stent strut rows. Struts were lifted and pulled in a distal direction. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 98% stenosed, 24x3.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.